Event description:
Two resolute integrity rapid exchange (rx) drug eluting stents were implanted in the left main. A dissection is reported to have occurred during the procedure. Another resolute rx integrity drug eluting stent was implanted to treat the dissection. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection). (B)(4).